Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a meeting with the patient, the company representative could not connect to the patient's scs ipg. The patient stated he had turned off and not charged his scs system for months. Surgical intervention may be taken as the next course of action.

Event description:
Follow up identified the patient had his scs ipg replaced. Stimulation therapy was reportedly restored postoperatively.